Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) review could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. A query of the complaint handling database could not be conducted because the lot number was not provided. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to entrapment include, but not limited to, tissue or suture caught in foot, foot not fully parked, device edges catching artery wall. A conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein using a prostyle device after an interventional pulse field ablation procedure with an 8fr sheath. During the procedure, there were multiple access sites and prior to the device failure, two prostyle devices were successfully deployed using the pre-close technique at a different access site. Reportedly, when deploying the third prostyle the suture encompassed a venous sheath in one of the other access sites in the vein causing the sheath to be stuck at the access site. A scalpel was used to nick the suture and remove the venous sheath from the access site. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.